Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "stretched, starting to flip and starting to leak, or may become ruptured".

Event description:
Patient reported right side "stretched, starting to flip and starting to leak, or may become ruptured". Device remains implanted.